Manufacturer narrative:
Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the out of range electrodes is unknown. The surgery had yet to be scheduled as the patient was having an unrelated surgery first.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-45, serial #: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3776-45, serial #: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3776-45, serial/lot #: (B)(4), ubd: 05-oct-2014, UDI #: (B)(4). Product ID: 3776-45, serial/lot #: (B)(4), ubd: 05-oct-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that during an impedance check multiple electrodes were found to be out of range. The patient was in the process of scheduling a replacement surgery for the leads but a date had not been scheduled yet. The issue was resolved at the time of the report. The indications for use were spinal pain and other chronic/intractable pain of the trunk/limbs. No patient symptoms reported.